Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient and the patient's post procedure status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt anastomosis in a moderately tortuous and severely calcified vessel. A 5.0 x 40 40cm mustang¿ was advanced for dilatation. However, during first inflation within the rated burst pressure for 24 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.